Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, lot#: n271786006, implanted: (B)(6) 2011, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000 at 377.8 mcg / day) via an implantable infusion pump. It was reported that the patient experienced baclofen withdrawal. A dye and rotor study were performed. The issue was unresolved and surgical intervention was planned. The patient was alive with no injury. No further complications have been reported as a result of this event.